Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device pins were pressed in the wrong direction, the etch was identified to be worn and upon disassembling of the bearings of the attachment they were identified to be seized. It was also found that the device failed pre-test for general condition, marking and labeling, check pins length of the handpiece coupling, check for mechanical free movement and check general function in the running mode. Therefore, the reported condition was confirmed. The assignable root cause was determined to due to normal wear and manufacturing issue. The issue related to the manufacturing issue was escalated to a CAPA. Device history record review indicates that the device was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. UDI:(B)(4).

Event description:
It was reported from switzerland that during service and evaluation, it was determined that the chuck device compact air drive device moving parts did not move smoothly - trigger. It was further determined that the device failed pretest for trigger did not move smoothly and the upper trigger was blocked. It was noted in the service order that the device was not working. Had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.